Event description:
It was reported that during patient use, a flextube collapsed and a patient could not breath. The caregiver replaced the flextube with a different device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Additional information has been requested.